Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed message code "open air disch" when performing self test. The complainant indicated that there was no pt involvement in the reported failure.